Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2018 in the evening due to high blood glucose levels. The customer reported that the insulin pump was suspending by itself in one day five times. The customer reported that they have high blood glucose levels of 23 mmol/l at the time of incident. The customer stated that the insulin pump received insulin flow block which led to high blood glucose levels. It was reported that customer was treated at the hospital with insulin drip. It was reported that the customer was unable to complete the carelink upload. It was stated that according to the alarm history, the insulin pump showed insulin flow blocked multiple times when the high blood glucose occurred. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return. Additional device related incidents : infusion set (B)(4); reservoir (B)(4).